Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) occurred during dwell 1 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 1. The tsr helped the hp clear the error by cycling power and assisting with ending therapy and recommending starting over with new supplies or doing a manual exchange. The tsr reviewed proper procedures per the user manual with the hp. The sample was discarded. There was no patient injury or medical intervention reported. No further information is available at this time.